Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), a crunching sound was heard when the lens was pushed. A visible crack on the side of the cartridge was noticed. Reportedly, the lens was implanted and no particles in the patient's eye were noted. No patient injury and no surgical or medical intervention was reported. Additional information was received and it was learnt that the cartridge tip was intact when taken out of the box but it cracked as the lens was inserted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/07/2017. Device returned to manufacturer? Yes. Device evaluation: only the preloaded delivery system was returned at the manufacturing site for evaluation. The intraocular lens (iol) was not returned. No assembly errors on the returned device were observed. Visual inspection at 10x microscope magnification showed no viscoelastic residue in the insertion device. The cartridge tip was deformed. No cracks were observed. The customer's reported complaint for cartridge tip cracked was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.